Event description:
Per report rec'd from foreign MFR: all catheters soaking in a mild solution of tetrox (ecolab manual dish washing powder) 1 tbsp in 1 gal of water. Note pm 200 separating from polymide shaft at guidewire exit lumen.